Event description:
A customer reported low quality control results on several occasions, while verifying the performance of their vitros 950 analyzer. Results of this nature may lead to inappropriate physician action. There was no report of pt harm as a result of this event.